Event description:
This device was reported by representative at the hospital. Received documentation from hospital confirming that the pacing system was removed due to staph infection in 2005. This lead was discarded by the hospital. This was part of a system including: axios dr and elox 45 bp.